Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 1.2, 1.7. Laboratory inr: 2.2. All testing performed within 1 hour. Reportedly, "milking" finger after stick, multiple finger sticks performed on the same finger and touched finger to sample well. Therapeutic range: 2.0 - 3.0 for the pt. There was no additional provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for eval. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the MFR record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled our as a cause of the unexpected results. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.